Event description:
Three (B)(6) oraquick advance rapid hiv 1/2 antibody test were used in three separate patients in the past week. All of the malfunctioning oraquick advance rapid hiv 1/2 antibody tests came from the same lot number.